Manufacturer narrative:
(B)(4): d4: product ID was provided for three screws however, it is unknown which of the three screws has migrated. Therefore, the migrated screw could be any of the following: 47248604040 - ann blunt tip screw 4x40mm - 3193667. UDI:(B)(4). Manufacturing date: mar 27, 2024. Expiration date: mar 27, 2029. 47248604240 - ann blunt tip screw 4x42mm - 3174923 UDI: (B)(4). Manufacturing date: oct 2, 2023. Expiration date: oct 2, 2028. 47248604440 - ann blunt tip screw 4x44mm - 3177548. UDI: (B)(4). Manufacturing date: oct 18, 2023. Expiration date: oct 18, 2028. D10: 47249624009, proximal humerus, right, long, ã¿ 10x240mm, 317985. 47248604240, ann blunt tip screw 4x42mm, 3174923. 47248604440, ann blunt tip screw 4x44mm, 3177548. 47248612440, cortical bone screw, ã¿ 4x24mm, 3191015. 47248612640, cortical bone screw, ã¿ 4x26mm, 3185183. 47248612640, ann cort bone screw 4 x 26mm, 3193252. 47248613040, cort bone screw 4 x 30mm, 3193269. 47248801002, affixus ph nl cap 10.5x2.5mm, 3189232. G2: report source japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that 4 weeks after the initial surgery, surgeon found #2 proximal screw was backed out from the proper position. The surgeon will keep an eye on the patient condition as well, as no revision will be planned so far. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint histories identified additional similar complaints for the reported products and no additional similar complaints for the reported part and lot combinations. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.